Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.  Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, as additional information was requested but not provided, the cause of the increase in gradient across the sapien 3 valve cannot be determined.  However, the increase gradient may be due procedural factors (not fully expanded valve, possible patient prosthetic mismatch).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a patient who had a 20 mm sapien 3 valve implanted in the aortic position via transfemoral approach had an increased gradient to 20 mmhg (timing unknown). Anticoagulation was initiated for 3 months with no resolution. Redo CT done to evaluate for thrombus which was not identified. It was also reported that the inner diameter was reduced to 12 mm down from 18 mm by echo at time of procedure. Ballooning with potential valve in valve aborted by patient and her family.

Manufacturer narrative:
The device was not returned for evaluation as the valve is still implanted in the patient.  Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the cause of the stenosis is unknown; however, may be due to patient factors (pre-existing valvular disease process) and/or the mechanisms described above may have contributed to the event.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Medical records were received. The echo performed 3 months post tavr stated "there is a 20mm sapien 3 bioprosthesis in the aortic position. It is not well visualized, in particular leaflet mobility. Moderate trans aortic valve gradient. No significant aortic valve regurgitation. Severe aortic stenosis by valve area assessment. Dimensionless index 0.33 by vti and 0.26 by peak velocities both not suggestive of pathologic stenosis. Acceleration time <100msec and indexed effective orifice area 0.48cm2/m2 suggest possible patient prosthesis mismatch."